Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ngage nitinol stone extractor didn't close during a rirs procedure. Another ngage extractor was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During the endoscopic urological procedure (rirs) a laser was used to fragment the stone. The ngage nitinol stone extractor could open inside the patient but they couldn't close it completely, so they couldn't capture the stone. Outside of the patient, the nurse closed the ngage with her hand and it then it worked. The doctor said it's the second time it happened. He can't close the ngage completely inside the patient.

Manufacturer narrative:
Additional information received on 24apr2018. Investigation - evaluation: visual inspection and functional testing of the returned device was conducted during the investigation. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. An empty package was returned with label lot number of 8272800. The device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. There were no kinks noted in the basket sheath. A functional test noted the handle actuated the basket formation to the open and closed position without issue both when in the straight and the coiled position. The device history records were reviewed and found no non-conformances related to the reported failure. A review of complaint history revealed one other complaint associated with lot number 8272800. The additional complaint is for the same issue and was reported by the same customer. The instructions for use (IFU) provides the following: suggested handling instructions for extractors and forceps caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The returned device was found to be functional. The basket would fully open and fully close when the sheath was in both the straight and coiled position. The customer¿s complaint was not confirmed. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.